Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer¿s blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.